Event description:
A pt specific guide was used to place a total knee replacement implant. The guide fit was perfect, but the anterior cut showed a notch at the proximal side which was discovered during surgery.

Manufacturer narrative:
A review of the internal documentation did not show an anomaly or deviation. A cause for this specific clinical event cannot be ascertained from the info provided. Should add'l info become available and/or the device be returned for eval and an investigation result be available that changes this assessment, an amended medical device report will be filed. This reportable event was identified on (B)(4), 2011 as part of a retrospective review in reply to the FDA (B)(4).